Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 4mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc) using the cusp overlap technique. Upon release, the valve remained stable. The nose cone and delivery catheter system (dcs) were removed from the ventricle without issue. A .035 inch j-tip guidewire was inserted into the pigtail catheter. As the pigtail catheter was withdrawn, the valve dislodged out of the annulus. The valve was snared and moved above the sinotubular junction. The valve was held in place as a new dcs was advanced carrying a second valve. The second valve was implanted at a depth of 6mm on the ncc and 8mm on the lcc. The valve was stable upon release. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.